Event description:
It was reported while using bd ultra-fine¿ syringe in blister pack the plungers behaved poorly and prevented proper dosage. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: during the process, were observed units with a defective piston rod are detected, preventing an adequate dosage, because the product could not be used in the production process.

Manufacturer narrative:
Medical device lot #: 2019921 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported while using bd ultra-fine¿ syringe in blister pack the plungers behaved poorly and prevented proper dosage. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: during the process, were observed units with a defective piston rod are detected, preventing an adequate dosage, because the product could not be used in the production process.